Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the magnet that keeps the refrigerator locked had fallen off. A field service engineer (fse) found that the helmer magnet was out of place. The magnet was replaced, then the fse logged into the hardware test application (hta) and performed final testing on the refrigerator, confirming proper operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had magnet that allow the refrigerator to locked was fallen off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.